Event description:
It was reported that when guidewire(subject device) was used in benchtop flow model in the lab, it was observed that ptfe(polytetrafluoroethylene) coating was peeling on the proximal end. There was no patient involvement.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was not intended to be used for treatment. The device was used for internal testing and evaluation of devices and prototypes. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 194cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 56.8cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ptfe peeling was noted on the proximal end of the subject guidewire at or near where the torque device was on the wire during testing performed in a benchtop flow model. Additional information from the complaint indicated that the device was not inspected prior to preparation, the dispenser hoop was flushed and no resistance was noted when removing the guidewire from the dispenser hoop, the torque device was used with the guidewire, and the coating issue was noted after some use in the model. During analysis, the subject guidewire was noted to be kinked/bent at 194cm from the proximal end and the ptfe coating was noted to be peeling in multiple areas to 56.8cm from the proximal end, confirming the reported event. The torque device was not returned. However, the ptfe damage which exhibited 360 degree localized peeling was characteristic of damage caused by insecure tightening of the torque device. An assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire ptfe coating peeling' as well as the as analyzed 'guidewire kinked/bent' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that when guidewire(subject device) was used in benchtop flow model in the lab, it was observed that ptfe(polytetrafluoroethylene) coating was peeling on the proximal end. There was no patient involvement.